Event description:
I recently encountered issues with the libre 3 sensor where the sensor showing readings of low glucose levels though the actual values are not l. Specifically, the glucose meter showed a value of 184 whereas the libre3 showed 135, a difference of more than 40. The abbott support sent me replacement that I used two days before. Now the new sensor that they sent also started showing low values significantly lower than actual glucose levels in the blood. So, I believe the recall incorrectly saying only few lots were affected but the issue with sensor more widespread than admitted by abbott. I am thinking of switch to sec on product or just fall back to using glucose meter instead of now. Reference report #mw5159658.